Event description:
The patient was implanted on (B)(6) 2013 for right femur fracture. Patient was returned to o.r. On (B)(6) 2013 for removal of trochanteric fixation nail, helical blade and locking screw due to non-union. Reportedly, the patient experienced pain/irritation/discomfort. Patient right hip hardware removal was then revised to total hip arthroplasty. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications.